Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilver 635 device, of unknown part number and lot number, was implanted in the patient, and is not available for evaluation. With the information provided, a document based investigation was conducted. Additional product information and images of the procedure were requested from the customer. At the time of investigation, this information was not available. The investigation will be updated if the information has been received. From customer testimony, it is known that the device was originally implanted in the iliac vein. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on the customer testimony. Possible causes for this occurrence could include the use of the device in a non indicated location. However, images of the device have not been received and the device is unavailable for evaluation. With the information provided, a definitive root cause cannot be determined. It may be noted that cook manufactures two families of zilver 635 stent, for vascular and biliary use. As per the product instructions for use (IFU) for both of these product families, the iliac vein is outside the indicated use. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 devices are subject to visual inspection and functional checks to ensure device integrity. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on the customer testimony. As reported by the customer, the patient is asymptomatic. The customer has not yet confirmed if any intervention was required due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt of additional information relating to this event. Additional information provided on 17-mar-2017 as follows: "the stent was originally placed in the illiac vein." Initial report details: specific rpn unknown. Ziv6-35-80-10-60 used as a sample device rpn throughout report. As reported to customer relations: "a zilver 635 stent was placed in a patient a little over a year ago. The patient was non-symptomatic. The doctor did an angiogram and the stent could not be seen in the patients iliac. Via ultrasound the stent was located in the patients heart. It had migrated." Information received 01mar2017: "the physician said it is a male patient and they are still working on the plan. Updated information received by the district manager 14mar2017: "I stopped by the facility and talked to the dr. Today. He said that the patient had the stent placed and had a period of feeling better then symptoms returned a couple months after placement. Also he made it to his cardiothoracic appt but missed his cardiology appt. So they are not sure if he is getting second opinions or not. And also based on CT the stent placed is through the tricuspid valve and is at least partially in the right ventricle but is asymptomatic to the best of his knowledge, and they don't know how long it has been there. I hope this was helpful." Additional information was requested for this file relating to the rpn of the device used, site of implantation in the patient and any additional procedures required as a result of the migration. To date this information has not been provided.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilver 635 device, of unknown part number and lot number, was implanted in the patient, and is not available for evaluation. With the information provided, a document based investigation was conducted. Additional product information, images of the procedure and the implantation site of the stent were requested from the customer. At the time of investigation, this information was not available. The investigation will be updated if the information has been received. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on the customer testimony. Images of the device have not been received and the device is unavailable for evaluation. With the information provided, a definitive root cause cannot be determined. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 devices are subject to visual inspection and functional checks to ensure device integrity. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on the customer testimony. As reported by the customer, the patient is asymptomatic. The customer has not yet confirmed if any intervention was required due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Specific rpn unknown. Ziv6-35-80-10-60 used as a sample device rpn throughout report. As reported to customer relations: "a zilver 635 stent was placed in a patient a little over a year ago. The patient was non-symptomatic. The doctor did an angiogram and the stent could not be seen in the patients iliac. Via ultrasound the stent was located in the patients heart. It had migrated." Information received 01mar2017: "the physician said it is a male patient and they are still working on the plan. Updated information received by the district manager 14mar2017: "I stopped by the facility and talked to the dr. Today. He said that the patient had the stent placed and had a period of feeling better then symptoms returned a couple months after placement. Also he made it to his cardiothoracic appt but missed his cardiology appt. So they are not sure if he is getting second opinions or not. And also based on CT the stent placed is through the tricuspid valve and is at least partially in the right ventricle but is asymptomatic to the best of his knowledge, and they don't know how long it has been there. I hope this was helpful." Additional information was requested for this file relating to the rpn of the device used, site of implantation in the patient and any additional procedures required as a result of the migration. To date this information has not been provided.